Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Cancerous tumor. Was the device used successfully prior to issue experienced? First firing. What troubleshooting steps were taken prior to converting to open? All usual steps to open jaws. How was the device eventually removed from the tissue? Converted to open and removed device with specimen. Were the jaws eventually opened? Unsure. Was the incision extended longer than planned for kidney removal due to issue with device? Yes a lot longer. Was the post-op care of patient altered in any way due to issue with device? No. What is the surgeon¿s experience with device? Thirty (30) years of us. What is the current patient status? Stable...no lasting impact just larger incision to heal.

Event description:
It was reported that, ¿surgery being performed was laparoscopic nephroureterectomy. Surgeon applied stapler across the renal artery and when the first lever was pushed it clicked but when the second lever was pushed it was stuck. The grey button at top of stapler handle to release the clamp would not depress. Locked device, surgery converted to open to retrieve the stapler, and remove the kidney. Surgery converted from laparoscopic with a planned small wound extension at one of the port sites to open surgery with a bigger incision wound. The faulty device, removed from surgical field.

Manufacturer narrative:
(B)(4). Batch number: r57604. The analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/8 and with the reload lockout spring damaged. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples were noted to have the proper b-formed shape. The device opened and closed as intended. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.